Event description:
Customer reported device was reading high for the last last several days. At 11:08 am, device = 551 mg/dl. Customer called doctor. Doctor advised customer to take 20 units of insulin and go to the hospital. At 1:14 pm, device = 5-8 mg/dl and @ 1:59 pm, device = 501 mg/dl. Customer went to hospital at 3:00 pm. Thirty minutes later, lab = 37 mg/dl. Customer was given an IV of 1 unit saline solution, juice, turkey sandwich, soda, and milk as treatment. No controls were used. A request was made for return product and replacement product was sent.